Event description:
Attorney reported: on (B) (6) 2004 - pt underwent surgery to repair a ventral hernia. Pt was implanted with a small oval composix kugel patch ((B) (4), lot no. 43hod246) during the surgery. On (B) (6) 2007 - the composix kugel patch ultimately failed causing pt to suffer numerous complications, including but not limited to, severe abdominal pain, adhesions, nausea, infection, fistula, and surgical removal of the failed mesh.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.